Event description:
It was reported that a patient is experiencing pain and possible allergic reaction due to an implant that occurred. For additional intervention, a product composition was requested by the parent to the allergy center. The allergy center requested additional information from the synthes engineering department, which provided the allergy center with the chemical composition of the materials that were implanted. This is report 9 of 12 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received, the complaint received states that post implantation the patient is experiencing pain and possible allergy symptoms. The patient is having ongoing shoulder pain on the right side and was previously implanted with a right shoulder plate system. The request for material composition has been made; although, the patient has since tested negative for metal related allergic reactions.